Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, to obtain additional information. The patient did not provide any details regarding the date of the alleged inaccuracy, but stated that they obtained a blood glucose result of "100mg/dl" on the subject meter and a result of "45mg/dl" on another onetouch verio device within 30 minutes of one another. It is not known how the patient manages their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. At an unspecified time in relation to the alleged inaccuracy the patient developed "hypoglycemia" details of specific symptoms relating to this condition were not noted, but the patient did not receive any form of treatment as a result of this. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged glucose results exceed lfs's criteria for accuracy.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.